Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a non-emergency procedure. The procedure was completed as planned as the issue did not affect the procedure. The field service engineer (fse) visited onsite and confirmed that c-arm is unable to perform geometry movements. Review of the logfile shows c-arm unable to perform geometry movements malfunction. Upon troubleshooting, the fse checked the system onsite and found geometry error displayed on the monitor because amc triple servo drive hp not working. To resolve the issue fse replaced amc drives with spc1 and spc2. The defective part was sent for analysis, for amc triple servo drive, malfunction was confirmed, and the failure was found to be burn and- or heat spots and for power supply no failure was confirmed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete the procedure on same system as planned. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.